Manufacturer narrative:
Additional revised component: star total ankle replacement, sliding core mobile bearing, model #: 400-141, lot # 0923050, expiration date: 10/01/2014, date of implantation: (B)(6)2011, date of explantation: (B)(6) 2013, device manufacture date: 10/2009. Pt had the talar component downsized after a re-operation to address osteolysis underneath the talus. Sliding core mobile bearing also exchanged. Visual examination confirms sliding core is intact, and other component is in good shape. No anomalies found within the DHR files for either part.

Event description:
Pt had star talar component and sliding core mobile bearing revised.